Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had a consult with an orthodontist who stated that the aligners would not help the patient's problems, they should discontinue use. The orthodontist recommended braces to correct their issues.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.